Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced occluded, no delivery/occlusion alarm, damage (physical or cosmetic), keypad/button unresponsive/button error, rewind anomaly, reservoir unable to lock into place, or cracked at reservoir opening. The customer reported hyperglycemia, hyperglycemia treated with manual injection/insulin pen, and insulin pump (subcutaneous insulin infusion). The customer reported the following led up to the event: no troubleshooting was identified. The event involved product(s) mmt-332a, unomedical, and mmt-723lnas. The customer reported a past no delivery alarm. The customer reported pump was dropped/bumped and/or the pump has possible physical or cosmetic damage. The customer reported a keypad issue or received a button error. The customer reported high bgs. No further patient complications were reported. No product return is required for mmt-332a. No product return is required for unomedical. No product return is required for mmt-723lnas.